Event description:
It was reported to philips that the customer was unable to save cine or fluoroscopy images. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was used for a non-emergency treatment. The procedure was completed by restarting the system. A philips field service engineer (fse) examined the system onsite and confirmed that the system unable to store images. Review of the log files shows malfunctioning frontal ip-pc, most likely cause is disk bay. Upon troubleshooting fse found defective disk bay. To resolve the issue, fse restored image database consistency, installed dbs software and restarted the system. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.